Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin (2gm every five days, route not reported), injection of fortum (1gm per day, route not reported) and intraperitoneal injection of heparin (1/2ml per bag) for peritonitis. On an unknown date, the patient experienced cardiac arrest. It was reported that the patient passed away. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis at the time of death. It was reported pd therapy was ongoing at the time of death. No additional information is available.